Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a power error detected. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25 alarms noted during testing; however pump error 25 alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. Pump received with missing retainer, broken belt clip rails, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.